Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 550 mg/dl and the ketone level was large. The cause was not known. The customer went to the emergency room (ER) and was treated with intravenous fluids to flush out the ketones and continued to use the pump for insulin therapy. After 6 hours, the customer left the ER with a 250-280 mg/dl bg and in good condition.